Manufacturer narrative:
H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product used in l5-s1 posterior decompression and instrumented fusion with transforaminal lumbar interbody fusion (tlif) spinal therapy for spinal stenosis. It was reported that when surgeon wanted to bring back the cage by 2mm and was tapping the cage out with the inserter handle and a mallet. The inserter seemed to let go and when it was pulled out of the patient, the piece that threads on was still attached to the cage and the end of the cage remained. X-ray was taken and the cage appeared to be in the right space, so no interventions were carried to retrieve that piece out of the patient there are no further complications or symptoms were reported. Additional information was received via manufacturer representative that there were no issues with the inserter. It was engaged with the cage properly and no concerns were voiced by the surgeon. No revision surgery to be performed at this time and the remaining part of the cage was discarded by staff.